Event description:
Distributor became aware of event via legal complaint received on 6/24/94. Plaintiff was using sharpes container after completing a venipuncture. Plaintiff attempted to insert used needle into sharpes container. Plaintiff alleges sharpes container malfunctioned and as a result plaintiff's finger was punctured. Subsequently, plaintiff learned that the venipuncture pt tested hiv posittive.